Event description:
There was no pt involved in this event. This device malfunctioned because the device would not power-on and all of the status indicators were illuminated. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The device would not initially connect via usb for download. The pad device was installed on (B)(6) 2012 and operated successfully until (B)(6) 2012. During this period there was 6 manual power ups recorded, one of which was of 10 minute duration. Initial testing of the returned device failed to power up using both the returned pad-pak and the stats led flashed red. A test pad-pak was inserted and multiple power cycles were attempted. During the cycles all leds were on, the device would not power on. This confirms the reported fault. Visual inspection of the pba revealed that some of the joints of the microprocessor had poor wetting, also two pins were found to be making minimal contact with their allotted pads on the pcb. Failure of this line would cause the microprocessor to freeze and would explain the reported and observed fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.